Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system station was stuck. A field service engineer provided remote support for screen stuck on carefusion banner during booting up. Advised customer to wait and not power off pyxis application loaded successfully. No site visit needed customer confirmed issue resolved. The system functioned as intended after the field service engineer investigated the issue. E1 - initial reporter facility name: (B)(6) surgery center.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a screen frozen issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.